Event description:
Customer called to report that the unicel dxc 800 synchron system generated falsely low sodium results. One sample also had a low potassium result. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. There was no death, injury or change to patient treatment attributed to or associated with this complaint. The results were not reported out of the laboratory. When results appeared low in comparison to patient history, the samples were repeated on the other dxc instrument in the laboratory, the results of which were reported. The field service engineer (fse) inspected the instrument and found gel on the outside of the mc (modular chemistry) sample probe. The fse replaced the probe to address the issue. The fse also replaced the carbon bridge and cleaned the flowcell. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event.

Manufacturer narrative:
(B)(4).